Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of the biopsy cap and a/w valve leak/splash.

Event description:
It was reported to boston scientific corporation that an orca valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed for the treatment of stones on (B)(6) 2024. During the preparation, the orca air water valve did not drain well after water delivery; a little bit of water leaked out after the it was drained. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an orca valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed for the treatment of stones on (B)(6) 2024. During the preparation, the orca air water valve did not drain well after water delivery; a little bit of water leaked out after the it was drained. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: h6: imdrf device code have been updated. H6: imdrf device code a0504 captures the reportable event of the biopsy cap leak/splash. Imdrf device code a050401 captures the reportable event of the a/w valve fluid/blood leak. H11: the returned orcapod was analyzed; visual inspection of the returned valves observed no damage. The reported complaint was not confirmed. During product analysis, the returned suction valve and air / water valve were able to depress and eject from the olympus scope port with no problems. Dimensional test confirmed that the suction and a/w valves were within specifications. The suction valve passed the zero check go ring gauge. No functional problems were identified, the a/w valve was tested for irrigation and insufflation using an olympus scope, no flow problems were identified. Product analysis was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected. The biopsy cap was not returned for analysis, the most probable cause of the reported biopsy cap leak problem cannot be established due to lack of evidence. Therefore, the cause code selected is cause not established.